Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) study. It was reported that the patient experienced a cerebral vascular accident post procedure. In (B)(6) 2014, a 27mm watchman laa closure device was implanted during a laa closure procedure. In (B)(6) 2015, the patient presented to the emergency room with slurred speech that had began 1 hour prior. Prior to that the patient had been walking at home and felt a pain like a "shock" in their left arm. Immediately following the patient was drooling and had difficulty unbuttoning their shirt. No other symptoms were reported. Patient's symptoms resolved in approximately one hour after they developed with the exception of some residual drooling. CT scan revealed small chronic right occipital lobe infarct. A 3-4 mm right frontal extra-axial calcification c/w meningioma. Transesophageal echocardiogram (tee) revealed that the 27mm watchman laa closure device was well seated with no thrombus or flow around the device. Patient given aspirin in the ER and was discharged in stable condition.